Manufacturer narrative:
(B)(4). This lot was manufactured april 1, 2015- april 2, 2015. The device was received for evaluation. Visual inspection was performed and identified floating particulate matter in the solution of the reservoir. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a particle floating in the solution. The particulate matter was located upstream to the product filter. The device was compounded with ceftazidime. There was no patient involvement. No additional information is available.